Event description:
Pt has arrow hemodialysis catheter inserted and secured with statlock catheter securement device and primapore occlusive dressing. Five days following insertion, pt in question was being showered without being watched when hemodialysis catheter "fell out." Pt subsequently had cardiopulmonary arrest and required full resuscitation (intubation, ventilation, cardiac massage and drug therapy) which resulted in spontaneous respiratory and cardiac rhythm stability. Pt went on to full recovery and was discharged alive from hosp with no reported sequelae. Nurse attending to pt was not permanent staff employed by hosp. Therefore, reporter was unable to obtain info as to state of occlusive dressing, or statlock, prior to hemodialysis catheter "falling out." Hosp has special cover that is placed over insertion site to prevent exposure of site to shower, water and soap. Apparently this cover was being used at this time, and it too was found to have fallen off. Cnc who was present on that shift was called into shower when pt collapsed, and noted that catheter, statlock securement device, occlusive dressing and cover were still attached together, but had dislosged completely from pt and were lying on floor. Pt was undergoing regular (daily to second daily) dialysis treatments. According to dialysis unit, they remove all occlusive dressing prior to treatment commencing, and redress insertion site on conclusion of treatment. During statlock trial staff adhered to their usual policy, which is to cleanse site with chlorhexidine and redress with primapore.